Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected samples from a patient with no symptoms of covid-19. This test was being performed for travel screening. Sample was collected on (B)(6) 2021 and tested same day using xpert xpress sars-cov-2 and the result was sars-cov-2 positive. Because patient was asymptomatic, sars-cov-2 positive result was not reported to physician. Sample was retested again on the same day using xpert xpress sars-cov-2 and the result was sars-cov-2 negative. This retest sars-cov-2 negative result was reported to physician. There was no known deterioration of health or change to patient treatment. Customer is questioning the initial sars-cov-2 presumptive positive result because the patient did not have symptoms of covid-19. Review of data provided by the customer showed positive sars-cov-2 results with late CT but no evidence of product malfunction. Cepheid's patient safety board reviewed the case and the data provided by the customer. Testing performed on patient without suspicion for covid-19 is outside of intended use. Review of initial sars-cov-2 presumptive positive test shows normal amplification/epf with late CT. Review of retest sars-cov-2 negative result also shows normal spc amplification/epf. Initial positive result is true presumptive positive result and discrepancy is likely due to viral load near or below lod. All tests show no evidence of product malfunction. There was no known deterioration of health. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2 eua IFU; positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected samples from a patient with no symptoms of covid-19. This test was being performed for travel screening. Sample was collected on (B)(6) 2021 and tested same day using xpert xpress sars-cov-2 and the result was sars-cov-2 positive. Because patient was asymptomatic, sars-cov-2 positive result was not reported to physician. Sample was retested again on the same day using xpert xpress sars-cov-2 and the result was sars-cov-2 negative. This retest sars-cov-2 negative result was reported to physician. Review of data provided by the customer showed positive sars-cov-2 results with a late CT but no evidence of product malfunction.